Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested events, ¿foreign material came out of the nozzle¿, ¿foreign material on the c-body at distal end¿, and ¿foreign material on the a-rubber at insertion section¿, were confirmed. The foreign material could not be specified and was possibly not removed since the reprocessing was not conducted properly according to instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Based on additional investigation, the suggested events, ¿foreign material on the c-cover at distal end¿ and ¿foreign material on the light guide lens at distal end¿, were confirmed. It was confirmed that the sections of the device with the foreign material residue had deformation, and the foreign material possibly remained in the device because the reprocessing was deviated from the instruction manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had histoacryl attached to it and requested a repair estimate. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material was found on the nozzle, plastic distal end cover, distal end, light guide lens, and bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following reportable malfunctions: foreign material on the nozzle, plastic distal end cover, distal end, light guide lens, and bending section cover. Non-reportable malfunctions found during evaluation were as follows: foreign material on universal cord, foreign material on suction connector, foreign material on protector of universal cord on suction connector side. Water tightness was lost due to a pinhole on channel tube, connecting tube had a scratch, plastic distal end cover had a burn, adhesive around light guide lens had white-clouded area, objective lens had a crack, adhesive around objective lens had white-clouded area, switch 1 had a scratch, universal cord had a scratch, grip had a scratch, indication on suction connector was peeled, connecting tube had a dent, no water was fed due to clogging of the nozzle, no air was fed due to clogging of the nozzle, adhesive on bending section cover had white-clouded area, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, the play of upward/downward angulation control knob was out of standard value due to wear of angle wire, bending angle in up direction did not meet standard value due to wear of angle wire, water couldn¿t be supplied due to clogging of jet tube, control unit had a scratch, and connecting tube had a wrinkle. The customer confirmed the following details regarding the reprocessing of the distal end: the device was cleaned, disinfected, and sterilized before it was sent to olympus, the customer reportedly used b. Braun histoacryl in the procedure and it stuck to the camera, there were no abnormalities in the accessories used for reprocessing, the device was not presoaked in the detergent solution, the customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. The customer confirmed the following details regarding the reprocessing of the insertion section/bending section: the device was cleaned, disinfected, and sterilized before it was sent to olympus. The customer reportedly used b. Braun histoacryl in the procedure and it stuck to the camera, the customer wiped the insertion section. There were no abnormalities in the accessories used for reprocessing, the device was not presoaked in the detergent solution, the customer wiped/brushed the insertion section (including bending section) with clean lint-free cloths, brushes, or sponges. The customer confirmed the following details regarding the reprocessing of the control section/universal cord/connector: the device was cleaned, disinfected, and sterilized the device before it was sent to olympus, the customer reportedly used b. Braun histoacryl in the procedure and it stuck to the camera, there were no abnormalities in the accessories used for reprocessing, the device was not presoaked in the detergent solution, the customer wiped/brushed all external surfaces of the endoscope with clean lint-free cloths, brushes, or sponges. The customer confirmed the following details regarding the reprocessing of the air/water nozzle: the device was cleaned, disinfected, and sterilized the device before it was sent to olympus, the customer reportedly used b. Braun histoacryl in the procedure and it stuck to the camera, precleaning was delayed or not implemented, the air/water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the device was not presoaked in the detergent solution, the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle/channel was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.